Event description:
The device overheated and continued to run after activation during a service evaluation at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.